Event description:
It was reported that pump displayed altitude alarm during use. There was no adverse impact to the customer's blood glucose level. Customer did not need to replace cartridge, resumed insulin delivery with original cartridge, and received guidance from technical support on how to prevent future altitude alarms, which caller understood and acknowledged.